Event description:
It was reported after the reservoir was implanted, the surgeon was unable to draw csf from the reservoir. According to the report, the device was removed from the patient and placed in a saline basin. The report stated that the surgeon was still unable to draw up fluid. Reportedly, the patient was healthy and there were no negative consequences due to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.